Manufacturer narrative:
The explanted products will not be returned for evaluation.

Event description:
Shortly after the explant of trial leads, the patient reported flu-like symptoms and tenderness at the incision site. The surgeon prescribed antibiotics. The patient is reportedly doing well.